Manufacturer narrative:
After review of the record data and additional information received, the category was changed from serious injury to reportable malfunction. The category was changed from serious injury to reportable malfunction based on review of reported and additional information received that indicated the amount of blood loss was negligible and did not require infusion of blood replacement products. There was no report of concern for the patient related to this event. Oscor inc., is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc., which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor, inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor, inc., or its employees, that the report constitutes an admission that the device, oscor, inc., or its employees caused or contributed to the event described in this report.

Event description:
Additional information was received that included the following: the short introducer was used with a long dilator, and when the impella was introduced, there was bleeding associated with the orange hub cap breaking off the introducer as the valve was disrupted. This bleeding was controlled. The amount of blood was negligible and did not require infusion of blood replacement products.

Manufacturer narrative:
The device was used in treatment, and was not returned for analysis. The investigation will focus on a review of product documentation. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Complaint review of reported lot identified one additional unrelated report. Based upon the investigation, two (2) separate corrective actions have been opened to investigate these issues. Components are packaged per abiomed 14f introducer kit packaging inspection for impella, 13cm and 25cm as follows: verify contents of packaging according to the bom. As per instructions for use (IFU): device description - the introducer set is composed of sheath, dilator(s) and guidewire. Although the IFU does not list specific sheath quantities, the label does note the kit should contain one 14f 13cm and one 14f 25cm in length sheath. Per qa procedure adelante s2s introducer sheath in-process and final inspection: "with naked eye at a distance of 12" to 18", verify the sheath hub and split caps are free of excess silicone oil applied between the seals during assembly. Verify split caps are properly placed and secured onto sheath hub and free of cracks/damages or excessive adhesive." Additionally, destructive testing is performed per sampling plan. Inspector is to "insert dilator into sheath, lock dilator hub lock nut. Hold dilator hub with one hand and one of the sheath hub wing with the other hand. Bend the dilator hub to the side until dilator hub lock nut is disconnected from the sheath hub. Split caps should remain in place. There should be no damage and fracture to split cap and tabs." The instructions for use (IFU) instructs the user: never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
The following information was inadvertently ommitted from initial report: it was reported according to circ support in or, no short 14f introducer included, only two long introducer dialators.

Manufacturer narrative:
A preliminary review showed there were no manufacturing rejects or anomalies of this event type recorded in the device history record. Conclusion not yet available as the investigation is on-going.

Event description:
It was reported that an incident occurred during a surgical procedure for placement of an impella cp on (B)(6) 2018. It was during use, while accessing the right femoral artery in the groin area that the issue was observed. Once the impella cp was inserted, the 14f introducer peel-away sheath broke away at the orange hub on one side, disrupting the double valve. The patient experienced blood loss at groin until attending physician stepped in and took control. A second 14f introducer was then used and the procedure was completed. Although it is reported that no harm was experienced by the patient, the patient status and blood loss amount is unknown at this time. Patient involved is a cardiac patient on ECMO.